Manufacturer narrative:
The customer¿s reported problem was confirmed as a purple-colored image defect was identified during olympus inspection and the image problem was isolated to a defective video cable unit. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The asset / loaner endoeye high definition ii, autoclavable video telescope was returned to olympus for a reported ¿purple picture¿. During the repair inspection, a purple-colored image defect was identified due to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple-colored image problem found during the olympus inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage. And/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.